Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter was missing its entire polymer tip and its entire shaft was slightly undulated. The distal segment was microscopically observed. Oblique cracks were seen on the surface of the remaining tip polymer and the braids and the innermost polymer layer were found stretched where the tip was torn off, indicating that the tip became separated due to tensile stress with some degree of twisting. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that tensile stress, along with some degree of twisting, exceeding the product's design limit might be inadvertently applied to the catheter while the catheter tip was being trapped by the heavily calcified stenosis, leading the tip to become torn off upon removal of the catheter from the anatomy. Slight undulation of the catheter shaft was assumed to be related to catheter manipulation made in an attempt to cross the lesion. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of the subject microcatheter became broken during a pci to treat a heavily tortuous and heavily calcified lesion in the proximal rca. On (B)(6) 2018, the microcatheter was returned to the manufacturer and its tip was found separated and missing. Provided angio cd was reviewed. It found that the separated tip was floated into the peripheral. Two guide wires were advanced to entwine the separated tip; however, it went unsuccessful. Information regarding whether the separated was retrieved or remained in the anatomy and patient outcome after the procedure was unavailable.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.